Manufacturer narrative:
The lvad was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that the pt presented with signs and symptoms of heart failure on (B)(6) 2012. An echo was performed and showed he had thrombus at the inflow of the pump. The pt required increased inotropic support and a decision was made to take the pt to the operating room for a pump exchange.